Manufacturer narrative:
Correction numbers: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4 reference MFR report: 1627487-2014-06265. Reference MFR report: 1627487-2014-06266. Reference MFR report: 1627487-2014-06267. The patient has two 3266 model leads with the same lot number. Information provided by the patient's attorney, indicated the patient alleges the following issues: the patient experienced extreme heat while recharging, device turns itself on and off, and unintended stimulation. Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issues on (B)(6) 2014, and the patient's scs system has not been evaluated by an sjm representative to verify and/or troubleshoot any of the reported issues. On august 1, 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.